Manufacturer narrative:
One thru-lumen catheter was received without the packaging. The catheter appeared to be in good condition. The thru-lumen was patent and did not leak. When attempting to inflate the balloon with air, resistance was felt, although the balloon would inflate and deflate very slowly. The "y" fitting was opened and there were no visible abnormalities. The catheter tube was cut and the inflation lumen was still found to have resistance. The balloon latex was removed and the inflation port was found in good condition. The catheter was again cut proximal of the proximal windings. Plastic shavings were found under the proximal bushing/windings inside the inflation lumen of the catheter. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the original complaint of leakage was not confirmed, the plastic shavings in the inflation lumen were confirmed as a manufacturing non-conformance. An investigation was opened to determine the cause implement any necessary actions.

Event description:
It was reported that the doctor tested the balloon with the syringe in the package before use and he found that the balloon was leaking. The catheter was not used and no patient injury was reported.